Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of angina, myocardial infarction, and thrombosis, as listed in the electronic xience xpedition everolimus eluting coronary stent systems instructions for use (IFU), are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The trek rx referenced is being filed under a separate manufacturing report numbers.

Event description:
It was reported that during a proximal left anterior descending coronary artery stenting procedure, during lesion pre-dilatation with a 3.5x08mm rx trek balloon dilatation catheter, the balloon kept watermelon seeding out of the lesion. At that point, it was decided to use a non-abbott cutting balloon, resulting in a minor dissection within the lesion. A 3.5x15mm xience xpedition was implanted in the lesion, resolving the dissection. Post procedure, the patient experienced unstable angina, significantly elevated cardiac enzymes and the electrocardiogram was positive for a myocardial infarction. One day post-procedure, the patient was taken back to the catheter lab for a diagnostic procedure. Thrombosis was found in the ostium of the vessel and proximal to the stent. The thrombosis was treated with thrombectomy and placement of a non-abbott stent. Additionally, a balloon pump was inserted for about 24 hours. Five days post-procedure, the patient was transferred from the intensive care unit to a step down unit. There was no additional information provided.